Event description:
Procedure type: low anterior resection. According to the reporter: the stapler was fired and could not be reopened. There was tissue loss when the device was resected from the tissue. There was no unanticipated blood loss of more than 500cc, no tissue damage, no delay in surgical time over 30 minutes and no extension of the incision. No reinforcement material was used. To correct the problem the surgeon used another stapler.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).